Event description:
(B)(4). "They started to use this device on (B)(6). We had to call from the hospital about vent inop appearing on (B)(6) 2014."

Manufacturer narrative:
(B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of 03/11/2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty driver power module be received and evaluated, a follow-up medwatch report will be submitted.